Manufacturer narrative:
Pt weight: unk. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.5mm icm125v4 implantable collamer lens, -09.0 diopter, in the patient's left eye (os) on (B)(6) 2009. The lens was explanted on (B)(6) 2015 due to lens opacity (anterior subcapsular). The lens was exchanged for a longer lens and the problem was resolved.

Manufacturer narrative:
The lens was returned dry in case/vial; visual inspection found no visible damage; measurement within specifications. (B)(4).